Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the clips were loose or scissoring. They fell off the vessel. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Unk. What vessel or structure was the device fired on at the time of the event? Unk. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Unk. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? Unk. Was the device fired after this incident in or out of the patient? Unk.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # e9fc0p, expiration date: 07/2013, manufacturing date: 08/2008.